Manufacturer narrative:
The complaint was received into the leeds quality department (B)(6) 2011, with notification that no products, lot number information or patient x-rays were available to assist in the investigation. Requests for products, lot number information and patient x-rays were made. It was confirmed that no further information would be made available. Initial review of the information available identified that insufficient information had been provided to complete an investigation. The complaint shall be closed with indetermined conclusion. Should additional information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision was due to pain.